Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced. The system and tested and found to be working as intended and placed back into the service.

Event description:
It was reported that the images displayed by the system 9800 would intermittently become darker and the collimator would close down. There was no adverse pt involvement reported. There was no pt information reported.